Event description:
It was reported that the pump had an ongoing pressure alarm when used. There was no reported patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history. The customer issue was duplicated, and the root cause of the issue was due to a delaminated/worn downstream occlusion (dso) seal and loss of the dso sensor calibration data. The dso seal was replaced and the sensor recalibrated. The dso sensor was submitted for functional and delivery testing and will be returned to the customer after all tests are confirmed to be within specification.